Event description:
It was reported to boston scientific corporation, that the rx dilatation balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during the procedure the physician inflated the balloon to 11atm. While inside the pancreatic duct, the balloon burst. It appeared to have burst when contrast was injected into the balloon. Blood was observed in the catheter upon retraction of the inflation device. This observation led to a belief the balloon was deflated. The balloon became lodged in the pancreatic duct. Only a portion of the balloon was removed. The physician experienced difficulty when attempting to remove the device. Several removal techniques were used including pulling tugging. The catheter broke, leaving 4+cm in the pancreatic duct. The physician has placed a stent prophylactically in the pancreatic duct. The patient was put under observation for 24-48 hours. The patient has since been discharged. This procedure was not completed due to this event. The patent is expected to return in a few weeks to determine if the fragments have been passed or if removal is required.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.